Event description:
The customer contact reported unrestricted flow. On an unspecified date, the device was programmed to deliver 2l of saline for a duration of 24 hours. No further programming parameters were provided. After an unspecified length of time, it was noted the device delivered the 2l sooner than expected. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical use. During a visual examination of the device, the customer contact stated the door did not close completely, leaving a gap. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.